Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 24 mmol/l. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.